Event description:
It was reported that during an arthroscopic procedure on the shoulder, metal shards came off the unit and remained in the shoulder of the pt. The shards could not be retrieved. It was further reported that the surgeon felt that he was not using more pressure than usual nor was he applying excess torque to the unit. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.